Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse discovered that the power cord reel would not extend out or retract to connect to an ac outlet. The hospital cart was then disassembled and the ac line cord was untangled from the reel. The fse then completed a pm performed with full calibration. The unit passed all functional and safety tests per factory specifications. The fse then returned the unit to the customer and was cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not charge.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.